Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary systems corporation that during cardiopulmonary bypass the centrifugal pump head leaked. Blood loss of less than 10 cc. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on 05/07/2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems. The actual sample was not returned for evaluation. A retention sample from the same product code/lot combination was obtained for investigation. Initial visual inspection of the retention sample revealed no anomalies such as cracks or crazing. The sample was setup on a sarns drive motor and built into a circuit of saline solution. The rpm was set to 3500 rpm with a back pressure of 660 mmhg and ran for one hour. No leaks were noted during this test. Although no issues were found with the retention sample, the complaint was confirmed due to known top housing crack issues with this specific product code/lot number combination. During other investigations of similar events, it was discovered that the leaks were from cracks in the top housing. The cracks were caused by dehp compound residue on the x-coated separator of the pump. The separator came into contact with dehp when it was dipped into the incorrect tank during manufacture. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).